Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown; 183008 - femoral component - j6452706; 184790 - patella - 666040; 141231 - tibial tray - j6346106. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01808.

Event description:
It was reported the patient underwent a bilateral knee procedure approximately 28 months ago. Subsequently, the patient has experienced issues with the right knee. The patient states she is having buckling of the knee when walking. She is also experiencing her knee locking up and her knee feeling shaky. She stated that at night, the knee locks up so badly that her husband has to pull on the knee to move it into the correct position. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or no photographs were provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.